Manufacturer narrative:
Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Additional information is unable to be obtained as the initial reported elected not to be identified.

Event description:
It was reported by, medsun [uf/importer report# (B)(4)]. That during a drg lead implant attempt the implanter experienced resistance with placement so retracted the lead. Inspection of the lead system found that the tip of the sheath remained imbedded in the patient. The implanter determined it to be too risky to remove. CT imaging confirmed location of retained fragment did not move and case was completed. Patient is reported to have no complications. The reporter did not provide specific device or patient information, as such no additional information is available. Additional information provided that may have influenced this case: reporter reported they believe epidural scaring in the patient could have contributed to the difficulty in placement.